Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she did not see a fire, but did see smoke and sparking from the middle of the cord and that there is melting of the plastic coating at that point. She indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working w/o issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been rec'd. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the power supply for her pump "caught on fire and melted during use" approx three weeks ago. The pump works with the battery pack. No injuries were reported.